Manufacturer narrative:
The initial report filed on april 15, 2016 stated that "a new patient bridge was installed so the complained unit could be repaired." This statement was made in error. The patient bridge was not replaced, but rather it was repaired by removing the washers and impeller clip from the pump of a new patient bridge and installing them on the complained unit. Following replacement of the washers and impeller clip, the complained unit was functioning properly.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4)manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient site. This issue was found during maintenance, so there was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative checked the pumps and found that the pump 1 motor of the patient bridge was blocked due to the impeller retainer clip binding to the impellar fan and loose washers were found in the patient tank. The washers and impeller clip were removed to free the pump fan. A new patient bridge was installed so the complained unit could be repaired. Subsequent testing found the system to be working properly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group deutschland will continue to monitor the market for trends related to this issue. Spare part replaced by service.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error message on the patient site. This issue was found during maintenance, so there was no patient involvement.

Manufacturer narrative:
The manufacture date provided in the initial report was incorrect. On july 6, 2016, the device manufacturer informed sorin group deutschland that the correct manufacture date is september 17, 2015.